Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain and manual sub-culture were performed with results returning as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): "false positive in a measurement with an instrument. The customer performed a gram staining and a manual sub-culture."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported sensor adhesion and a false positive result. One photo was received with sensor adhesion defect. Returned good samples were not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain and manual sub-culture were performed with results returning as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese: "false positive in a measurement with an instrument. The customer performed a gram staining and a manual sub-culture.".